Event description:
During laparoscopic gastric bypass, surgeon believed grasper was broken. A small metal piece was noted external to the patient. Instrument given to stryker tech. X-rays of abdomen read as negative for foreign body. Next day piece of metal, approximately 2mm/1mm/1/2mm piece was noted on x-ray. Unclear if from grasper. Patient was was notified. Potential for further harm was unlikely, so decision was made not to retrieve the metal piece.

Event description:
During laparoscopic gastric bypass, surgeon believed grasper was broken. A small metal piece was noted external to the patient. Instrument given to stryker tech. X-rays of abdomen read as negative for foreign body. Next day piece of metal, approximately 2mm/1mm/1/2mm piece was noted on x-ray. Unclear if from grasper. Patient was was notified. Potential for further harm was unlikely, so decision was made not to retrieve the metal piece.